Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited farfield oversensing of atrial events. An atrial lead position check failure was also observed on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.